Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system with dual port there was an issue with catheter falls apart from the tubing when flushed.

Manufacturer narrative:
DHR review was performed on lot number: 8235504; the lot number was built/packaged on nfa line 1 from 26aug2018 thru 05sept2018. All required challenge samples, set-up and in process testing was performed in accordance with the control plans. Received 49 nexiva 20ga units from catalog number: 383536, lot number: 8235504. One unit was used and an opened package and 48 unused units in sealed packages. Visual/microscopic evaluation: used unit: the extension tubing was separated from the winged adapter. Unused units two of the returned units, the extension tubing removed from the winged adapter. No adhesive was found on the extension tubing¿s or around or in the clear port of the catheter adapters. Conclusion(s): the device failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. This defect is created at the new zone 8 adhesive dispense station. When the adhesive dispense tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design, and the 100% adhesive presence vision system was not capable of detecting these failures. The manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. CAPA: 684099 has been initiated to further investigate this issue.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system with dual port there was an issue with catheter falls apart from the tubing when flushed.